Event description:
The patient contacted animas on (B)(6) 2013 reporting that after bolusing showed no insulin on board. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings/insulin on board issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/25/2014 with the following findings: evaluation revealed that after bolus, pump did not show insulin on board (iob). The reported complaint regarding the iob issue (inaccurate remaining iob) was duplicated during pal investigation.